Manufacturer narrative:
(B)(4). The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unit was received with dog chew marks on keypad overlay area. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the reservoir ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.